Event description:
A midline was ordered and then inserted by a peripherally inserted central catheter (PICC) nurse. Since the patient had an existing quintin catheter, it was a difficult placement requiring a stylet and guidewire to advance successfully. The stiffening guidewire is short and does not have a visual trigger to remind the nurse to remove. The stylet was removed. Shortly after fluids were started, the PICC registered nurse (rn) realized the guidewire was retained and advised the bedside rn to escalate the issue and ask for a computed tomography (CT) chest. The imaging confirmed the retained guidewire. A new PICC was placed in the meantime. Later that day, the patient required removal of the retained guidewire by a vascular surgeon in interventional radiology. ****this is a formal recommendation to bard for an architectural change to the stiffening guidewire; unlike the stylet, the guidewire does not have a piece that is easily visualized when it is used to "stiffen" the catheter. The nurses have been advised to apply a sterile steri strip from the package contents onto the end of the guide wire as a visual trigger and reminder to remove. Could bard modify the device to have something permanent and for better visualization? Does bard have any other recommendations from a systems and process standpoint that does not rely on human factors? Manufacturer response for provena midline catheter, provena midline catheter (per site reporter) agency director for PICC rn agency reached out to bard. Unsure of what was disclosed.